Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The insulation was damaged and the lead conductors were exposed. The lead had high undefined impedance. The lead was removed and a new lead was implanted.